Event description:
The customer reported being involved in a car accident. The customer stated that his blood glucose dropped and the sensor did not show his glucose level. The customer stated that at the time of the accident his blood glucose was 80mg/dl, but the sensor did read 31m/dl when the paramedics arrived. The caller stated that the health care professional recommended the device replaced without troubleshooting the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.